Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they had to have an emergency extraction in (B)(6) 2026 due to a bad staph infection. Patient stated they were having problems after their post op appointment and went to urgent care and the hospital because they were running a 103 degree fever and were told they had an ms attack. Patient stated they did blood work and were sent home. Patient reported they ended up going back to urgent care because they were still feeling bad and they sent them home again. Patient stated they went to the ER again and saw a different hcp and were told the had a staph infection. Patient stated they went to the hospital and had emergency surgery at 7:30 the next morning, they think march 18 and the implant was removed. Patient inquired about what to do with their external equipment; agent reviewed information.